Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance with the carelink software. The customer then mentioned that she was hospitalized due to high blood glucose levels and dehydration. The customer's blood glucose reading was 200 mg/dl. The customer stated that her blood glucose levels were being controlled too tightly, causing stress to her body. Nothing further was reported.